Event description:
It was reported that during a supply change the cannula dislodged from the applicator while the ilet user was unwinding the tubing of an infusion set from lot 6011164, resulting in the infusion set deploying incorrectly. There were no reported clinical effects reported. Outcomes included no health consequences, alerts, or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed improper deployment or connection of the infusion set consistent with handling during setup, with the affected component being the infusion set. It was concluded, based on previously established findings for similar reports, that user handling during setup was the most likely cause.